Manufacturer narrative:
The steris service technician inspected the table and reported the table had burning of the tb2 and tb6 connectors on the power supply. Both power supply plugs and power supply had damage. The technician further noted that fluid was in the area of the power supply and the hydraulic motor was not operating properly. The table is not under steris service contract and is serviced and maintained by the user facility. The technician replaced the power supply, hydraulic pump assembly, control board and sliding sensor. The table was confirmed operational and returned to service.

Event description:
The user facility reported that the table was emitting an odor and was partially operational. No injuries or procedural delays/cancellations were reported.